Event description:
It was reported that the patient¿s ipg seems to be rotated forward and patient is experiencing discomfort at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted replaced with a new ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the new ipg implanted in the same old ipg pocket addressing the pocket discomfort. Reportedly, the pocket discomfort is improving.